Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer stated that non-controlled medication was accessible and controlled medication was not accessible, the required controlled medication was removed from a satellite pharmacy. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device's database was corrupt. The database was repaired, and the customer confirmed the station was communicating with the server. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer stated that non-controlled medication was accessible and controlled medication was not accessible, the required controlled medication was removed from a satellite pharmacy. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with corrections/additional information: a1, b5, d4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-sep-2021 to 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine unexpectedly stopped responding. The technical support specialist remoted into the station and found database corruption. The technical support specialist followed ka 000007127 to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.